Manufacturer narrative:
The device was returned for analysis. The reported shaft break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Additionally, multiple kinks on the hypotube were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified lesion causing the reported difficulty to advance. A conclusive cause for the reported break could not be determined as the device was returned without a break in the proximal shaft as reported. It is possible that the noted kinks were identified as a shaft break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.5x48mm xience xpedition drug eluting stent (des) was advanced but could not cross the calcified lesion. And the proximal shaft broke. No additional information was provided.